Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a male patient who was receiving an unknown drug via an implantable pump for malignant pain and other carcinoma. On an unknown date, the patient experienced an infection. The pump was removed as a result. Additional information has been requested regarding the drug information, the patient's medical history and concomitant medications, the event date and diagnostics, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.